Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited damaged horizontal segment of the first digit of the flow rate display. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d4, d8, h2, h3, h6, h11. Corrected field: h5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of front panel and the led on the control panel does not light up. A root cause could not be identified. Based on the results of the investigation, damaged horizontal segment of the first digit of the flow rate display had resulted due to poor contact of front panel, the led on the control panel does not light up. The most probable cause for the component failure is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.